Manufacturer narrative:
Age or date of birth: unknown. Sex: unknown. Weight: unknown. Ethnicity: unknown. Race: unknown. Date of event: unknown. Expiration date: unknown. Implant date: unknown. Explant date: unknown. Date rec¿d by MFR: this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date : unknown. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens, into the patients right eye (od). The patient experienced a refractive surprise. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.